Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential partial deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been subcutaneous deployment of the components resulting in the reported adverse event. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that in a standard peripheral arterial disease (pad) case, ultrasound was used to gain antegrade access. The vessel size was adequate, and no calcification was present at the site. The technician flushed the back end of the arteriotomy locator before connecting it with the introducer sheath, and there were no issues during assembly. The physician threaded the wire and inserted it into the patient, locating the artery using the instructions for use (IFU) protocol. The vascular closure device (vcd) was inserted into the sheath after the arteriotomy locator and wire were removed. The physician reported hearing and feeling both clicks: the first when the anchor was pushed out of the sheath, and the second when pulling back to set the anchor against the beveled edge of the sheath. Pressure was applied to the groin during deployment, and the entire system was removed. The patient did not experience any hematoma, and manual pressure was successfully applied to achieve hemostasis. They did not have a sample but sent a picture of the device with the anchor deployed in the sheath. Procedure type was ageniculate artery embolization. Blood loss less than 250 cc.